Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The insulin pump's battery compartment was cracked and chipped. The drive support cap was also loose. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Drive support cap was inspected and no anomaly was noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and stained end cap sticker.